Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the keypad cover was intact and all the keypad buttons were responsive during the investigation. The keypad cover was removed to find no defects to or under the button contacts. The complaint of under responsive keypad buttons could not be duplicated. Unrelated to the original complaint, moisture was found under the display lens. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. Evidence of moisture was found on the main printed circuit board and the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).